Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they experienced a high blood glucose level. The customer was treated with bolus for high blood glucose level. The customer's blood glucose value was 500 mg/dl. Customer stated changed the insulin pump and it wouldn¿t register anything. The customer stated that she treated with a shot to bring down her blood glucose since she did not have the pump on. The insulin pump will not be returned for analysis.